Event description:
The user facility reported a positive 3m biological indicator (bi). The instruments present in the cycle were used in a patient procedure; no injuries have been reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that there was an air leak from the door diaphragm. The technician rebuilt the diaphragm, replaced a check valve and found the unit to be operational. The technician reviewed the cycle printout which evidenced passing results. The technician stated that the incubation process had not fully completed before instruments were used in the patient procedure. A 3m biological indicators have not been qualified by steris for use in our steam sterilizers. Steris was contacted by the user facility and they are in the process of receiving steris bi's and incubation equipment to be used with their steris equipment.